Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 59 mg/dl early in the day. The customer attributed their low bg to being active while doing yard work. The customer ate a snack to address their bg. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 138 mg/dl. Reportedly, the customer would use manual injections as alternate insulin therapy.